Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Cryogun trigger failed and was held down in the on position spontaneously and would not stop the liquid nitrogen spray. Marked yes for potential health risk "from prolonged exposure to liquid nitrogen.